Manufacturer narrative:
A device history review was performed. No discrepancies or abnormalities relevant to the complaint. The product was not returned for evaluation. Given no product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem, root cause could not be defined with confidence.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hub of the IV catheter was leaking after the safety was engaged and afterwards there was an audible click. The event occurred during removal/ at end of therapy. There was unknown patient harm reported as a result of the event.